Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of a photo or samples, an investigation cannot be performed and a probable cause cannot be determined. A device history review (DHR) was conducted and found no issues relating to the reported complaint. Customer contact- (B)(6).

Event description:
It was reported that, on an unknown date, a 25 units of spiros® closed male luer generated a leak during patient use. The following issue was reported by the customer: ¿during the administration of chemotherapy (farmorubicin® - epirubicin hydrochloride), there was a leak at spiros's valve, with about 4cc of chemotherapy lost (2nd time this happened in a short time). The leak spurt on the doctor's apron." A photo of the device was not provided. The status of the product at the time of the event is during the administration of farmorubicin® - epirubicin hydrochloride. The product is not available for evaluation. There was no patient harm reported.